Event description:
The pt reported to the emergency room after receiving shocks. Noise was seen on electrograms. It was also noticed that the device had shocked into a low lead impedance. The decision was made to explant the implantable cardioverter defibrillator and the lead. When the pocket was opened, lead damage was seen. Clavicular crush was identified by the physician and the rep as the cause of the lead damage.